Event description:
Email notification of complaint sent to appropriate product surveillance specialist. Customer reported "the 2c8750 has cracked on three separate occasions in the past two days. The crack is happening when they spike a bag of blood at joint number 2 on the diagram on the package and is immediately leaking blood. They have lost three bags of blood." The condition occurred before patient use. There was no patient injury or medical intervention reported. No additional information is available. This is report 3 of 3 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review cannot be performed since a lot number was not provided.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.